Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the atrial lead, when the lead reached the target position, because the wire is adhered with the blood, the atrial lead was brought out when the wire was evacuated. When implanted again, the wire couldn't be inserted into the atrial lead. Finally physician replaced the atrial lead with a different lead. No patient complications have been reported as a result of this event.